Event description:
It was reported that the outer coating came off of the catheter. A jetstream xc catheter, 2.1 mm was selected for an atherectomy procedure in the superficial femoral artery (sfa) in a very tight and very heavily calcified lesion. The outer coating came off the catheter due to the tight diseased vessel. They exchanged the device with another jetstream catheter of the same size which was unable to reach the lesion due to the disease. The procedure was completed using a non-boston scientific device which was used successfully. There were no complications to patient and the patient was reported as stable.